Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software to the customer, who will continue using the current pump until the new one arrives. Instructions were provided for putting the problematic pump into storage mode and returning it to tandem.